Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer believes the pump was not delivering insulin. Contact was unable to provide additional details on the reported issue due to the customer having alzheimer's. There was no reported impact to customer's blood glucose level. Multiple attempts were made to follow up on the reported issue. No response was received.